Event description:
Allegedly patient dislocated and closed reduction was performed. During the reduction, the bipolar cup and the femoral head were disassociated.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Event device code is addressed in package insert. Trends will be evaluated. This report will be updated when the investigation is complete. The event took place in another country. This is the same event as 1043534-2009-00211, 00212.